Manufacturer narrative:
Concomitant medical products: nexgen stemmed tibial component, catalog #: 00598003701, lot #: 62022056, nexgen prolong articular surface, catalog #: 00596203210, lot #: 62028795, nexgen lps-flex femoral component, catalog #: 00576401551, lot #: 62070840. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2017-00599, 0002648920-2018-00217, 0001822565-2017-06585, 3007963827-2018-00043.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). UDI: (B)(4). Implant date: (B)(6) 2012. Concomitant medical products - unknown nexgen tibial tray, unknown nexgen bearing and unknown nexgen femoral. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-06584, 0001822565-2017-06585, 0001822565-2017-06569. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately 5 years post left knee surgery, patient is experiencing pain, fluid, and elevated ion levels. Attempts have been made and additional information on the reported event is unavailable at this time.